Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented via remote transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made. Induction test was also recommended. The device remains implanted.